Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn on the ok button, extending to the down arrow button effectively exposing the button contacts. Testing confirmed intermittent responses to button presses on the ok, up and down arrow buttons. The ok button is less responsive than the rest of the buttons. Multiple button presses requiring increasing force are required before the ok button will engage. The buttons do not have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all the buttons. The ok and down arrow button contacts were also noted to be inverted.